Event description:
It was reported to medtronic neurosurgery that a patient allegedly developed a fever after a shunt was implanted on (B)(6) 2011. According to the report, the shunt was explanted two days later.

Manufacturer narrative:
The shunt was returned with the valve and peritoneal catheter. The catheter was returned in two pieces: the first segment measured 28.75" and the second measured .60" and was attached to the inlet connector of the valve. The catheter segments were covered in proteinaceous debris. Both pieces were patent and did not leak. The valve was patent. It passed siphon and reflux testing. However, the device did not meet specifications for leak testing as there was a small tear in the top of the proximal occluder. It is unknown how or when this damage occurred. The device did not meet the requirements for preimplantation testing, and it did not meet all specifications for pressure-flow testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing and sterilization records was not possible as no lot number was provided. It is unknown what may have caused the reported fever. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin."